Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 800 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that empty pump occurred. The rep had access to the clinician programmer. The patient missed a refill due to the hcp changes. The hcp decided to help this patient out and refill the pump with pfns (saline) until a hcp that specialized in intrathecal baclofen therapy would take over the patient. The pump would be programmed to minimum rate mode. Low reservoir alarm occurred (B)(6) 2018 and empty reservoir (B)(6) 2018. No patient symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the pump was at minimum rate with saline running. They planned to do the systems contents removal procedure to get rid of the old 2000mcg/ml drug on (B)(6) 2018 then fill the pump on (B)(4)2018 with 500mcg/ml baclofen. There were no further complications reported at this time.